Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a two (2) areas of missing material on the posterior view. Missing material a & b measuring approximately 0.4 cm x 0.3 cm and 0.3 cm x 0.2 cm. In addition, a tear was observed on the posterior view from the shell extending to the patch, tear (a) measuring approximately 1.1 cm. Leak testing was performed, in accordance with mentor procedures, and another tear was observed on the posterior view from the shell extending to the patch, tear (b) measuring approximately 0.3 cm. No more leak sites were observed. Microscopic examination was performed, and instrument damage was not found on the tears a & b and missing materials a & b. However, information provided in the operative report specifies that the ruptures were caused by instrumentation during explantation surgery. A thickness measurement was conducted on the shell at the tears a & b and missing materials a & b, and the thickness was within manufacturing specifications. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with two 375cc mentor smooth round moderate profile saline breast prostheses experienced capsular contracture baker grade 3 on the left side and a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b, date of explant: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).